Manufacturer narrative:
.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (lot # ds0093, concentration 500 mcg/ml, dose 185 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported there was an alarm occurring. Specifically a low battery reset and safe state on (B)(6) 2016. The pump logs had been checked. No symptoms were reported. The pump was replaced and the patient was monitored for signs of withdrawal. No further information was provided including the cause of the event. Other medications the patient was taking at the time of the event included baclofen as needed. The patient was allergic to levaquin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.